Event description:
The patient reported a shocking/jolting sensation with stimulation turned off. The issue was noted to have occurred while working a cash register, and also when a device was used to cut a key. The patient's outcome was not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).